Event description:
It was reported that during preventive maintenance (pm) performed by customer, the cardiosave intra-aortic balloon pump (iabp) unit failed membrane test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by customer, the cardiosave intra-aortic balloon pump (iabp) unit failed membrane test. There was no patient harm reported.

Manufacturer narrative:
Updated field: (type of investigation, investigation findings, investigation conclusions). Additional contact details: contact person name- (B)(6). Occupation- biomedical engineer. Postal code- (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the customer complete system checkout according to service manual, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.

Event description:
N/a.